Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18.

Event description:
The customer stated that on (B)(6) 2015 the prism analyzer generated (B)(6) results=0.39 s/co (<1.00s/co=(B)(6)) on a donor unit ((B)(6)) which also tested (B)(6) by roche (B)(6) pcr testing. On (B)(6) 2015 this same sample was tested on the roche cobas-6000 during crossover testing and generated a (B)(6) result of 12.9 s/co. The sample was then sent ((B)(6) 2015) to the latvian infectology centre where it was tested: (B)(6) 2015 - architect (B)(6) core ag = (B)(6) / (B)(6) 2015 innogenetics (B)(6) = 0.90s/co ((B)(6)) / (B)(6) 2015 - inno-lia (B)(6) ib c1+/- ((B)(6)) / c2 +/- ((B)(6)). Based on the results of the blot test the sample should be interpreted as (B)(6). The donor unit was released for transfusion on (B)(6) 2015 and the platelets were transfused to a patient. The donor unit was recalled on 27nov2015. At this time there is no information provided on the recipient of the platelet donation.

Manufacturer narrative:
After completion of the original investigation of the return sample and assay, an investigation on the abbott prism, list number 06a36-10, serial number (s/n) (B)(4) was performed. An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical records. The service history for prism s/n (B)(4) was reviewed and identified no service-related issues that could have contributed to this complaint. A review of complaints for the abbott prism instrument did not identify any additional complaints nor was there an increase in complaint activity. A review of the abbott prism operations manual determined adequate instruction is provided with respect to this complaint issue. The results of this investigation indicate there is not enough information to reasonably suggest a malfunction. No issues were identified that indicated a product deficiency and no additional product issues were identified. Based on this additional investigation, the abbott prism instrument is performing acceptably.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, return sample testing, sensitivity testing, a review of labeling, and a review of historical records. Evaluation of complaint data for lot 55289li00 and historical complaint information did not identify any issues related to the customer's observation. A review of labeling concluded that the issue is sufficiently addressed in the labeling. The returned specimen (ID (B)(6)) was tested with retained material of prism (B)(6) reagent lot 55289li00 and the result was (B)(6) (0.35 s/co). Confirmation testing of the return sample was performed by testing inno-lia tm (B)(6) score. A weak c1 (+/-) band was detected. Furthermore a c2 band was visible, but the intensity was a bit weaker than the reference (+/-) band. Therefore the c2 band was interpreted as c2 (-). According to the inno-lia tm (B)(6) score package insert the final interpretation was negative. Therefore the results of prism hcv and inno-lia tm (B)(6) are in alignment. Sensitivity testing was performed with panel members and the results were within acceptable limits. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix (B)(6) 9045 and (B)(6) 9041). The seroconversion panel results were compared to prism (B)(6) test results provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels showing that the sensitivity performance is not affected. A review of the design history record was completed and no issues were identified. Based on this investigation it has been determined that the prism (B)(6) reagent lot 55289li00 is performing as intended and no product issues were identified.